Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Epoxy on the needle hub is not considered to be a reportable malfunction.

Event description:
It was reported that epoxy was found on the hub of 76 needles 30x1 rb. The following information was provided by the initial reporter: "we are finding several needles with what appears to be white glue around the hub of the needle."

Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 305128 and lot number 0072074. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, ninety-eight physical samples and one photo were received for evaluation by our quality team. The samples came bulk in a plastic bag. Visual inspection was performed. They all have the plastic shield and an epoxy drip over on the plastic needle hub. In the one photo provided it shows a needle assembly with the epoxy drip over. Investigation conclusion: based on the investigation with the sample and photo analysis the symptom reported by the customer is confirmed. Root cause description: it could be possible for this defect to occur during the assembly process. In this case, a jam may have occurred inducing the white epoxy drip over on the needle plastic hub. There are quality controls currently in place to detect this type of defect during the production process. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that epoxy was found on the hub of 76 needles 30x1 rb. The following information was provided by the initial reporter: "we are finding several needles with what appears to be white glue around the hub of the needle."